Manufacturer narrative:
Batch review performed on 03 september 2019 lot 150025: (B)(4) items manufactured and released on 01-oct-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 1 year and 8 months after primary surgery, complaining of instability and the cause of the instability is unknown. The surgeon revised the medacta insert 12mm s4 with a medacta insert 14mm s4. The surgery was completed successfully.